Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that exit block, high pacing lead impedance and a low r-wave was observed on the rv lead. The lead was capped and replaced.